Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery. (This follow-up MDR was mailes to the FDA on 6/11/98).

Event description:
After iabp for three days, blood was noted in the catheter. (Event complication: none from the event - reported 4/17/98, 4/20/98) (pt's current status: unk-rpt'd 4/17, 4/20/98.)